Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer was not able to clear the alarm. Insulin pump was out of warranty. No additional information provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.